Event description:
The lay user/pt contacted (lfs) in 2007, and alleged that the meter would not power on. The pt stated that approx five months earlier, her meter stopped powering on after being dropped. Three months later, the pt went to the hospital due to symptoms of high blood sugar (shakiness and palpitations). She was treated with 10 units of an unk type of insulin. It would have been helpful to know if the pt attempted to test during those 3 months, whether or not she takes any medications for her diabetes, if she relies on her meter for adjusting her diabetes treatment regimen, and when her symptoms began. This complaint is being reported, as the pt alleged she was unable to test on her meter. She further claimed that after the reported issue, the pt was admitted to the hospital for treatment of high blood glucose. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.